Event description:
It was reported that, on an unknown date, the tip for the stardrive screwdriver shaft was found broken and the device worn down. It was reported that this event did not contribute to death or injury. It was also reported that the device did not malfunction during surgery. No patient involvement. No further information was provided. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
This device is used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on- going; no conclusion could be drawn. A review of device history records states that there are no known ncrs. Subject item reported in the complaint conformed to all inspections and certification testing. Placeholder.